Event description:
It was reported that in june 2004, the pt was ill with influenza and had a high fever. Since that time the pt will not use the speech processor. Testing in november 2004 confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.